Event description:
It was reported that thje pt had a large amunt of spontaneous bleeding from the catheter. Pt was brought to the ER by squad and taken to surgery for explant and reimplant of the bridge acces. The pt outcome was good. It was noted that the second lumen was "ballooning" out near the level of the skin and looked "ready to blow out like the first". The second lumen was also removed.